Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through legal that (B)(6) female patient underwent hernia repair surgery on or about (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2017. The patient was diagnosed with recurrent incarcerated incisional hernia, peritoneal adhesions and the strattice mesh was taken down. On or about (B)(6) 2017, the patient underwent a right ab muscle transfer flap, a left abdominal muscle transfer flap, a recurrent incarcerated incisional hernia repair, removal of previous mesh layer, an implantation of new mesh for incisional repair, and lysis of adhesions.